Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were compared to the lab. Unclear per casepoint as to which are patient's bg readings and which are lab readings. Per "ccr's" notes in the potential medical tab, the tests were done within 21-30 minutes with a difference of 28 mg/dl. Patient did not experience any adverse events. No further information has been reported.